Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5099429.

Event description:
It was reported to boston scientific corporation that an upsylon y -mesh was implanted into the patient during a robotic supracervical hysterectomy with sacral colpopexy procedure performed on (B)(6) 2017 to treat pelvic organ prolapse. A few months after the mesh was implanted, the patient went back to see the implanting physician due to pain. The patient initially attributed it to localized trauma due to surgery. The patient was then diagnosed with interstitial cystitis after undergoing urethroscopy. After a couple of months of following the prescribed diet from the physician, the symptoms reportedly increased and the patient experienced 10/10 pain daily while working full time. The patient wore incontinence underpants due to uncontrollable urination. The intense pain with urination would make the patient nauseated and feel like going to lose consciousness. Subsequently, the patient underwent mesh removal on (B)(6) 2019. Reportedly, the implant had caused the patient extensive damage such as permanent damage, disability, pain, urgency, frequency, and bleeding with urination.